Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had low signal alarm. Customer restarted the same sensor and gave no isig but full signal, probably the sensor pulled out. Customer will wait for the first calibration and will do the test plug procedure. Customer's blood glucose was 2.3 mmol/l. No further information provided.